Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
Mother reported that the insulin has "disappeared" from the cartridge on 3 occasions. The infusion device piston rod has been half-way up the cartridge compartment, but the cartridge has been empty. Pt was hospitalized in (B)(6) 2011 due to this. Despite filling the cartridge correctly, the cartridge was "completely dry" after it had been in use for 2 days. Blood glucose was "hi." Pt was kept in the hospital for 1 day, and physician supervised treatment of hyperglycemia. Pt "passed out" as a correction bolus was given via the infusion device. Pt "came round" in the early evening and delivered insulin via pen to decrease blood glucose. Pt had ketones of 4-5. Blood glucose was approx 10/13 mmol/l (180-234 mg/dl) prior to the event. The other 2 occasions were in (B)(6) 2011 and on (B)(6) 2011. Infusion device and cartridge were requested for evaluation. Infusion device was replaced. Additional details were not provided.